Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician called to review an event for this patient with this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed noting a section of oversensing where two visible artifacts for every r wave was observed on the shock electrogram (egm). It was discovered that this patient underwent a tavr procedure in which electromagnetic interference (emi) occurred. This ICD remains in service. No adverse patient effects were reported.